Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy utilizing the fresenius cycler with cycler set and the patient event of peritonitis. However, there is no allegation nor any objective evidence that a device malfunction or product deficiency with the liberty select cycler/liberty cycler set was associated with the event. Based on the available information, the cause of the patient¿s peritonitis cannot be determined. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum.

Event description:
A peritoneal dialysis (pd) patient contacted technical support for assistance with a drain complication and reported having been diagnosed with peritonitis a week prior during the call. Upon follow up, the pdrn reported that on (B)(6) 2022 the patient went to the hospital for symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained in the emergency room. The pdrn stated the results were unavailable. The patient was diagnosed with peritonitis and was admitted. The patient was treated with an unknown antibiotic therapy in the hospital. It was reported the patient stayed overnight and was subsequently discharged on (B)(6) 2022. The cause of the patient¿s peritonitis was unknown however but indicated a breach in aseptic technique is possible. However, it was reported the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse stated she will be doing a home visit soon to make sure the patient is following proper aseptic technique. The patient is continuing pd therapy with the same cycler and is being treated with intra-peritoneal (ip) vancomycin and ceftazidime per clinic protocol. The patient is reportedly recovering from the peritonitis event.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted technical support for assistance with a drain complication and reported having been diagnosed with peritonitis a week prior during the call. Upon follow up, the pdrn reported that on (B)(6) 2022 the patient went to the hospital for symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained in the emergency room. The pdrn stated the results were unavailable. The patient was diagnosed with peritonitis and was admitted. The patient was treated with an unknown antibiotic therapy in the hospital. It was reported the patient stayed overnight and was subsequently discharged on (B)(6) 2022. The cause of the patient¿s peritonitis was unknown however but indicated a breach in aseptic technique is possible. However, it was reported the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse stated she will be doing a home visit soon to make sure the patient is following proper aseptic technique. The patient is continuing pd therapy with the same cycler and is being treated with intra-peritoneal (ip) vancomycin and ceftazidime per clinic protocol. The patient is reportedly recovering from the peritonitis event.